Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. A manufacturing record review was completed by the supplier of the on control kits, and no related non-conformances were found. Case details were reviewed. A patient underwent a bone marrow biopsy procedure. The needle was advanced in the pelvic bone and the physician was unable to pull the needle out. It is unknown if there were any damages to the shaft. It is unknown if how deep the cannula was embedded, and if the cannula was attempted to be removed in one fluid motion. It is also unknown if excessive force was applied to the driver or needle set at any point during the procedure. Per IFU, step 5 states: locate insertion site with needle set on the periosteum. Note depth marking. Squeeze trigger to penetrate cortex to medullary space. Do not apply excessive force to driver/needle set additional information was requested from the account. A response was received. The morphology of the bone was sclerotic in a setting of metastatic prostate cancer. The needle was very difficult to advance due to the number of lesions present in the pelvis. The cannula could not be pulled out. Patient had to be sent to the ER for additional intervention to remove the needle. The needle did not break off and was able to be removed in its entirety. No complications noted. It is likely due to the density of the bone and its morphological conditions; the cannula could have been difficult to advance and withdraw. It is unknown if the bone condition alone was attributed to the shaft getting stuck or if any damage with the shaft led to the contribution of the issue. Based on the information, the most likely root cause of the issue is undeterminable.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: an email was sent from a manager at an outpatient clinic to teleflex on (B)(6) 2021, "I would like to report a malfunction of the oncontrol bone marrow biopsy needle from the tray and lot # below. We had a patient for a bone marrow biopsy on (B)(6) 2021, and after the needle was advanced to the pelvic bone, the radiologists were not able to pull the needle out. They tried all different ways, but unable to retract back. The patient had to be sent to the ER, and orthopedic surgery had to intervene to surgically remove this needle, which has caused the patient to stay overnight for 2 days." Additional information received on 09nov2021: this incident happened at an outpatient clinic on 03nov2021. Patient was referred for a bone marrow aspiration. The bone was very sclerotic and could not get any aspiration after access. Needle got stuck when getting a core sample. Another physician was pulled in because of his experience to see if he could help get the needle out. Both physicians tried and could not get the needle out. It was asked of the account if they checked the power of the oncontrol driver. It was reported that the physician used two different oncontrol drivers, and still could not get the needle out. The patient was transferred to the ER, and they were not able to get it out either. ER then called for assistance from their orthopedic department for needle removal. The orthopedic team declined the case and transferred patient to another orthopedic hospital to have it removed. Patient is in stable position, but has had the needle stuck for over 48 hrs.